Manufacturer narrative:
Other relevant device(s) are: sn: (B)(4), lot: 1766754. A medtronic representative went to the site to test the equipment. The manufacturer representative replaced the computer. The system then passed the system checkout and was found to be fully functional. The computer has been received by the manufacturer, however, analysis results were no available at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported when the system was powered on and the software was entered, there were no surgeon profiles. A manufacturer representative uninstalled and reinstalled the software which resolved the issue. However, another issue occurred in which patient exams and demo models were not able to be retrieved even though there was 30% free data space available. This issue was noted outside of a procedure, and there was no patient involvement.

Manufacturer narrative:
The analysis of the computer was completed by medtronic personnel. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.